Event description:
It was reported that the 8800 workstation was hard to move. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The caster was replaced during the service call.